Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with a system advisory indicating "battery communication time out; battery depleted system failure. No adverse events were reported.

Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with right plunger case cracked. Event history log review was performed and found evidence of reported problem. Visual inspection, start-up, checking battery reading and flow testing on battery power were performed. Investigation could not repeat customer stated problem. According to the investigation, service replaced the pump battery as a preventative measure. Service's also replaced both plunger cases due to cracks and calibrated the device and the device passed all functional testing. The problem source of the reported problem is unknown.